Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The customer treated with 10 units of injections. The customer stated that there was a no delivery alarm. The customer stated that the alarm initially occurred during set change. However, the customer was able to get through the tubing process. The customer stated that the sugars were elevated but the pump alarmed no delivery.